Event description:
The device was used during an unspecified procedure. Reportedly, after removing the device, the gauze was not on the end of the instrument. The hosp has reported no pt injury occurred.